Event description:
During preparation for a procedure, the catheter was kinked by picking it up out of the water bowl. The physician used another catheter to complete the procedure. There was no adverse effect on the patient.

Manufacturer narrative:
Results: the neuron max 088 is kinked approximately 3.0 cm from the hub. Conclusions: the device was returned for analysis and has been evaluated. The complaint indicates that the neuron was picked up out of a bowl of water and kinked. The kink described in the complaint was confirmed during evaluation. This kink was likely due to mishandling of the catheter during removal from the water bowl during preparation for use. Removing the catheter at an angle from the proximal hub end during use may cause kinking of the device at the distal end of the ID band. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.